Event description:
It was reported that a patient underwent a sling procedure. After perforation of the obturator membrane with scissors and placement of the winged guide, the patient started to significantly bleed from the left sided dissection. The procedure was completed and packing material was placed in the patient. The patient bled through the packing material. The surgeon may perform additional intervention in regards to this event.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.